Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at attempted interrogation of the device no telemetry was able to be established, either remotely or with the programmer head held directly over the device. Disposition of the device and any patient complications were not able to be determined, even with follow up attempts.